Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheters in the last order were too sticky and hard to take off.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Although the reported event was confirmed, a root cause could not be determined. Visual evaluation noted 3 unopened spirit mecs were received. No obvious defects were noted. Further testing required. Adhesive peel test was performed. Samples were cut to the required width (0.70" +/- 0.05"). Adhesive peel strength was found to be out of specification (0.60-2.10 lbf) for one of two samples tested. A potential root cause for this failure could be mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the male external catheters in the last order were too sticky and hard to take off.